Event description:
The investigation determined a non-reproducible and higher than expected vitros sodium (na+) result was obtained from a quality control fluid on a vitros 5600 integrated system. Biorad lot 56661 vitros na+ result of 250 mmol/l versus the expected result of 114.2 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ result was obtained from a non-patient fluid, and no higher than expected patient results were reported form the laboratory. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The assignable cause is likely related to an issue with the electrolyte reference fluid (erf), although the specific issue with the erf cannot be determined. The customer started to see the higher than expected results on patients and qc following erf maintenance performed overnight. The erf handling procedure followed overnight was not provided, therefore an issue with the erf handling and/or maintenance cannot be ruled out as a contributor. The customers lead chemistry technician repeated the erf maintenance and changed the erf fluid, and no additional outliers were obtained. Historical vitros na+ lot 4237-1052-8349 qc results are as expected, therefore an issue with vitros na+ lot 4237-1052-8349 is not a likely contributor. Additionally, continual tracking and trending does not indicate a systemic issue with vitros na+ lot 4237-1052-8349. A within run vitros na+ precision performed after repeating the erf maintenance was within ortho acceptable guidelines, indicating that the vitros 5600 system was performing as expected following the repeated maintenance. (B)(4).